Manufacturer narrative:
Based on the facts available, richard wolf gmbh has classified this case as a reportable malfunction. The assessment was made based on the following facts: the time delay of less than 30 minutes posed a risk to the patient due to the prolonged anesthesia time. Additional medical measures were necessary, but the procedure remained the same, namely "minimally invasive"; however, the treatment of this procedure was new, namely the retrieval of the lost fragment. Since the procedure remained minimally invasive and the fragment could be retrieved, we consider the warnings instructions in the applicable IFU to be effective. The IFU ga-d345 /USA / 2011-11 v4.0 / eco 2011-0484 contain the following warnings 8 checks caution! Be careful if products are damaged or incomplete. Injuries of the patient, user or others are possible. Run through the checks before and after each use. Do not use the products if they are damaged, incomplete or have loose parts. Return damaged products together with any loose parts for repair. Do not attempt to do any repairs yourself. 8.1 visual check the instruments and accessories for damage, sharp edges, loose or missing parts and rough surfaces. Check the insulation with particular care.

Event description:
The facility reports that after the case was completed, it was found that part of the ceramic tip of the resectoscope's inner sheath was broken, and a fragment was missing. Fluoroscopy was performed in the room and the fragment was identified in the patient's bladder. There are no reports of injury, but there was a delay of less than 30 minutes, which put the patient at risk due to the prolonged anesthesia time. In addition, additional medical measures were necessary.